Event description:
During the implant procedure, while using the medtronic catheter passer, the physician nicked the external jugular vein resulting in excess bleeding. Physician stopped the bleeding and completed the implant procedure. This resolved the issue.